Event description:
Caller reported tandem mobi cartridge alarm confirmed in pump history, while cts confirmed cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump as it was under warranty with expiration date on 8/23/2028. The customer was advised to use mdi as a backup therapy. Cts informed the customer about receiving a new pump with updated software, provided instructions for storage mode, and asked them to return the problematic pump within 10 days using a provided return box and label to avoid billing. The customer was instructed to program settings and connect their cgm to the replacement pump. The replacement pump was sent to the customer.